Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this right ventricular (rv) lead a sudden drop in blood pressure was observed. Ventricular activity could not be measured and loss of capture (loc) was observed; a perforation was suspected. An echocardiogram was obtained but no sign of perforation was found. A CT scan was then performed confirming a pericardial effusion. The patient was taken into open heart surgery at which time the effusion was resolved and the perforation addressed. Following resolution of the perforation/effusion, rv sensing could no longer be obtained. The device was set to vvi 80 and the procedure completed. The physician later commented that there was a possibility the perforation was the result of a guidewire during the implant procedure rather than the lead. No additional adverse patient effects were reported. This lead remains in service.